Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type product ID m995402a001 lot# serial# (B)(6) implanted: explanted: product type product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type h3: analysis of the controller found unit pairs and charges implant and internal battery pack and powers up with battery pack, ac charger and aa batteries. Was able to pair and communicate with test implant via wireless and activate and deactivate stim functions. Cleaned charger rtm connector. Excellent recharge status. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745nt, serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6) , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was the patient stated today she was charging and the screen went blank. Patient stated she tried changing the batteries and that did not resolve the issue. Agent walked pt through resetting controller but the controller did not wake up. A replacement controller was sent out.  Pt mentioned having equipment replaced before. Pt called back saying they got the replacement controller, but couldn't get the controller to work as they kept getting a message to change the battery. Patient went through the set up process and went to charge the implant, but got install mdt battery pack. Pt currently had aa batteries in the controller but said they had tried with the li battery already as well. Agent had pt insert li battery pack and try to charge again, but again got install mdt battery pack message. No visible damage seen to battery compartment. A replacement li battery pack  was sent out.

Manufacturer narrative:
Continuation of d10: product ID 97745nt, lot#/serial# (B)(6). Product ID m995402a001, lot#/serial# (B)(6). Product ID 97745nt, lot#/serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.